Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was over 500 mg/dl. Customer experienced symptoms such as nausea, threw up. The customer current blood glucose level was 230 mg/dl. The customer was treated with intravenous insulin, insulin drip and fluids. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. The insulin pump will not be returned for analysis.